Event description:
It was reported that stent damage occurred. The target lesion was located in the extremely tortuous ostial circumflex artery. The promus element everolimus-eluting coronary stent was advanced and deployed. Then an unspecified balloon catheter was advanced over a non-bsc guide wire to post dilate the recently implanted stent however the proximal 2mm of the stent at the ostium was damaged due to high level of tortuousity. The balloon was removed and although the stent was damaged, the physician felt the best result was not to perform post dilation. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Event date, if implanted, given date: "a couple weeks" prior to (B)(6) 2014. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).